Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation system was explanted a week after implant due to infection. The explant date was estimated to be (B)(6) 2012. The main device and both leads were explanted as the infected devices were taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.